Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted on the other side in (B)(6) 2012 and the right body trembled was not able to be controlled after the product was turned on. It was noted that the patient had gone to the hospital for reprogramming in (B)(6) 2012 but the right tremble had not improved. Patient had never gone to reprogramming later. The patient was now lying on the bed and was not able to walk or take care of herself. Additional information received reported the patient had never gone to the hospital for reprogramming after (B)(6) 2012. It was unobtainable if any further troubleshooting was done of if any actions had been taken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still unable to walk or care for themselves as of the date of this report. It was unknown if these issues were present before implant.